Event description:
The customer contact reported a disconnection. On an unspecified date, the tubing set was to be used to deliver an unspecified volume of normal saline, via IV push. It was reported that during priming of the tubing set prior to pt use, the removable clave port disconnected from the female adapter on the tubing set. The customer contact stated, "the threaded spin locked cap did not lock (tighten) and the cap can be popped out easily". Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. This report represents all the info known by the reporter upon query by hospira personnel.